Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the aiming arm and insertion handle were received intact. Both show evidence of wear and considerable use. The insertion handle contains significant hammer marks on and around the "no hammer" caution etch. The returned devices are critical components of the titanium trochanteric fixation nail system intended for the intramedullary fixation of proximal femur fractures. The returned components were manufactured may 2005 and october 2005 respectively and are over seven and half years old. They were assembled to a sample trochanteric fixation nail (456.315, lot number 6700338), cannulated connecting screw (357.397, lot number 6606047) and triple trocar (357.386, 357.389, 357.387 lot numbers 4575038, 4582001, 4588829) to evaluate the interface of the components in the recommended construct per the technique guide. The components assembled well and the ultimate alignment was found to be off center in relationship between the tip of the triple trocar and the distal nail hole. Closer inspection of the connection surface between the insertion handle and the aiming arm revealed that due to rough handling, one edge of the aiming arm was dented and raised. This condition was responsible for ultimate misalignment of the triple trocar tip and subsequently the aiming of the drill off center to the distal nail¿s screw hole. Dimensional inspection of the aiming arm features revealed that the 10.0+/_0.2 dimension is actually 10.57mm along the damaged edge of the insertion handle mating surface only. This would account for the misalignment of the triple trocar. Relevant drawings were reviewed and determined to be suitable for the design, application and dimensional conformity for these devices. It is important for the user to inspect the condition of these devices prior to use and as recommended per synthes and should be followed. Although the complaint condition is confirmed for a misaligned condition, the rough handling and subsequent damaged edge of the aiming arm led to this complaint. The device designs are determined to be suitable for their intended uses and the complaint condition was not the result of a deficiency in the device design. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was treating an intertrochanteric proximal femur fracture with a short trochanteric fixation nail when he encountered an issue with the alignment of the aiming arm and handle. After assembling the 130 degree aiming arm with the green triple trocar successfully, the surgeon advanced the drill bit through the triple trocar and it was hitting the nail and not going through the hole. The surgeon removed and reassembled the aiming arm. He had to jiggle the assembly to get the drill bit to go through the hole. The surgeon was able to implant the distal locking screw and complete the procedure successfully without any patient harm and no delay to the procedure. This is report 2 of 2 of complaint (B)(4).